Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. The customer stated that nothing he did seemed to resolve the issue. He stated that he tried to resume insulin delivery but the device kept alarming no delivery. He rewound the device and this also did not resolve the issue. The blood glucose reading was 172 mg/dl. Upon troubleshooting, it was found that insulin did not exit from the tubing during a fixed prime and alarmed no delivery. The customer reported that insulin did not exit with a manual plunger push using the reservoir, and there was greater than normal resistance observed. He was advised to replace the infusion set and reservoir due to occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.